Event description:
It was reported that the patient had percutaneous coronary intervention one week after a diagnostic angiogram revealed left anterior descending (lad) stenosis. Manual compression had been applied previously to obtain hemostasis. A pre-deployment angiogram was performed and two stents were placed in the lad. There was slight bruising at the right femoral artery, but no problems with the puncture. The patient was discharged home the next day, with no redness at the groin site. One day after discharge, the patient's wife reported that the patient was sleepy and lethargic. Four hours later, the physician phoned back and found the patient was still in the same condition. The physician suspected intracranial bleeding due to anti-coagulant therapy and advised the patient to visit the a and e department. The patient was examined and found to have a hot, red inflamed femoral arterial puncture site. The patient also had a fever and had a c-reactions protein test over 200. The patient was admitted to the hospital and began intravenous (IV) antibiotic therapy (type and dose unknown). Blood cultures showed staph aureus. Two days later, the patient felt unwell and the hemoglobin dropped to 5. The patient had emergency endoscopy which revealed gastric bleeding that required a transfusion. The patient remained on IV therapy for two weeks and was then given oral antibiotics (type and dose unknown) for another two weeks. The patient recovered and the groin site looked good, was dry, and there was no discharge. The patient was taking anti-coagulants and included aspirin, clopidogrel and reo-pro (dosages unknown).

Manufacturer narrative:
No product was returned. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined; although, the physician does not believe the angio-seal device caused the event. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-aid and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. The angio-seal device patient's information guide, which the patient is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.